Event description:
It was reported that balloon rupture occurred. The procedure was performed via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left posterior tibial artery (pta). After placing a 6fr non-boston scientific (bsc) sheath, a 6fr mach 1st guide catheter, a non-bsc microcatheter, and various guidewires were advanced from pta to pedal arch. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilatation. However, during the fourth inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications nor injuries were reported.